Event description:
A malfunction of the pump was reported by the caller. It was unknown or declined whether the issue caused the customer¿s blood glucose to exceed 500 mg/dl. The customer was provided with information to reset the pump but experienced recurring issues. Cts arranged for a replacement pump and instructed the customer to use multiple daily injections as backup therapy. The customer was guided on how to store the defective pump and return it using a pre-paid label.